Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 2.7, lab: 3.1. Patient's therapeutic range: 2-3. Time between tests: 1.5 hours. Dose adjustment: patient was taken off warfarin.